Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient found a fluid leak inside the cassette door when removing the cassette. Pd nurse stated that the leak occurred due to patient's wife not clamping the bags. Patient was able to complete his treatment using manual exchanges. Patient was administered prophylactic antibiotics. Patient could not locate sample. Sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.